Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed september 26, 2012.

Event description:
Per the clinic, the patient experienced a performance decrement; however, the issue could not be resolved. The implanted device remains. The device was explanted (B)(6) 2012, and the patient was reimplanted with another manufacturer's device during the same surgery.